Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the distal tip of the device broke off. The broken piece was retrieved and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). Alleged failure: inner portal of the distal tip broke off inside patient was able to retrieved the broken piece out of the patient; no medical intervention was necessary. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be blade comes contact with a hard object, excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend / break. The inner teeth hitting the housing edges. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the distal tip of the device broke off. The broken piece was retrieved and the procedure was completed successfully.